Event description:
Patient underwent a 1-level posterior fusion, spinal level unknown, on (B)(6) 2013. A 300mm implant rod was cut to size and used for both sides of the bilateral construct. Two weeks following surgery, the cranial end of the left implanted rod separated from the bone screw. The locking cap remained in place. Revision surgery was performed on (B)(6) 2013 to remove all posterior hardware and it is unclear if anything was implanted in its place. The patient is reportedly doing well post-revision with no permanent impairment or injury.

Manufacturer narrative:
(B)(4). Explanted bone screw, rod, and locking cap were evaluated by nuvasive engineering on (B)(4) 2013. Witness marks on the inferior surface of the locking cap and the implanted rod suggest that the construct was locked down on the tapered (furthest superior) end of the rod. This mau have caused an unbalanced loan on the bottom surface of the locking cap, which allowed the only partially captured implant rod to separate from the bone screw as the patient resumed normal activity. Review of manufacturing records notes no material or treatment non-conformances that may have caused or contributed to this mode of failure. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation...", "correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant.", "care should be taken to ensure that all components are ideally fixated prior to closure."